Event description:
It was reported that the user experienced a hypoglycemic event detected by continuous glucose monitor (cgm) at 56 mg/dl and corroborated by a glucometer at 66 mg/dl after eating assorted snacks without announcing a meal, with the glucose subsequently recovering after oral carbohydrate treatment with milk and bread. No adverse clinical symptoms during the event reported. Outcomes included self-treatment with oral carbohydrates and return of glucose to target without alarms, injury, or hospitalization. Investigation included troubleshooting and education regarding missed meal announcements and use of oral glucose to treat lows. Investigation of this case revealed that the hypoglycemia was associated with unannounced carbohydrate intake leading to delayed insulin mismatch and subsequent glucose decline, without device malfunction or alert activity, and with continued cgm function on the libre 3+. It was concluded, based on previously established findings for similar reports, that the cause was user-related missed meal announcement.

Manufacturer narrative:
Initial.